Event description:
A non-healthcare professional reported that, after intraocular lens implantation surgery, immediately the patient experienced blurry vision at all focal lengths. After five post-operation visits and a second opinion the patient's vision remain less than optimal. Everything, especially text, had a gray drop shadow around it and it was particularly clear at any distance. The surgeon had noticed that the lens was slightly off center and it was not properly rotated, but they was not sure correcting these issues would resolve these issues and suggested glasses. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).